Event description:
Head, liner and cup removal and replaced with our head and competitive liner and cup.

Manufacturer narrative:
The following other hip devices were also listed in this report: 32mm standard femoral head; cat# 6284-0-132; lot# jpfgk. Pca ace/low profile shell 52mm; cat# 6289-6-052; lot# mibaa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.